Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects are being filed under a separate medwatch report #. Article, titled "long-term effect of ultrathin-strut versus thin-strut drug-eluting stents in patients with small vessel coronary artery disease undergoing percutaneous coronary intervention.¿ (B)(4).

Event description:
It was reported through a research article identifying xience stents that may be related to the following: death, myocardial infarction, stent thrombosis, target lesion revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "long-term effect of ultrathin-strut versus thin-strut drug-eluting stents in patients with small vessel coronary artery disease undergoing percutaneous coronary intervention.¿